Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a battery out limit alarm. It was also found the customer's buttons were not responding. The customer's blood glucose was 188 mg/dl. The customer was assisted with clearing the alarm. The customer was also advised this was normal insulin pump behavior. Troubleshooting did not occur for the keypad anomaly. No additional information provided.